Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia with blood glucose level of 33 mmol/l and the other blood glucose level was 15.1 mmol/l. Customer stated that the cannula was bent. Insulin pump auto mode was not in use at the time of the incident. The insulin pump will not be returned for analysis.